Manufacturer narrative:
Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected replace battery now alarms noted. Pump also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a replace battery now alarm without receiving a low battery alert prior. Customer's blood glucose was 9.0 mg/dl. Insulin pump also received a pump error 25 alarm. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.